Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was shoot insulin during the manual prime process and rewind was slower. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device primed properly. No unexpected rewind anomalies noted. Device received with cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot and keypad overlay peeling. The test infusion set and reservoir does lock into place. (B)(4).